Manufacturer narrative:
Unique device identification (UDI) : (B)(4). The perforator was returned for evaluation: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. Visual inspection showed a soiled perforator. The returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 unique device identifier (UDI)-(B)(4) the perforator was not returned for evaluation thus, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported the codman perforator did not stop automatically when there was no resistance. There was no patient injury, and no surgical delay.